Event description:
During onyx injection, it was reported the catheter ruptured at 15cm from the distal tip. The reporter also mentioned that the physician noted there was a kink on the catheter. No patient injury reported. Same event as MDR# 2029214-2009-00035.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was consumed in the event. (B) (4).